Event description:
Pt reported experiencing elevated blood glucose (300-500 mg/dl), during a mo in 2004. Pt was able to successfully lower blood glucose by bolusing; however pt's blood glucose would steadily increase during basal insulin delivery. No error messages were generated by the device. Pt self-treated by switching to pt's back up device.